Manufacturer narrative:
As no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. As the batch number is unk a review of the mfg records could not be carried out. The most probable root cause of this complaint can be attributed to an anticipated procedural complication.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The taxus express2 drug eluting stent (des) was implanted and 13 mos later, late stent thrombosis occurred. Add'l info has been requested but none has been received.